Event description:
Info received indicates the brake/steer caster ratchets from side to side when the brake is activated.

Manufacturer narrative:
The tech replaced the brake/steer caster to repair the bed.